Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor was distorted and fractured (overstress.) All conductors had blood/body fluid (not obstructed); the inner insulation and inner tubing was kinked buckled. The outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that upon pre-discharge check, following a device upgrade procedure, atrial capture was not possible at max output with the chronic right atrium (ra) lead. It was also reported that x-ray identified significant slack loss in the ra lead. It was further reported that repositioning attempt of the ra lead was unsuccessful because the helix would not retract. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.